Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-2658tr was received for investigation. Visual inspection of the button revealed damage around the threads and the edges of the hole. The inserter's threads were found to be stripped. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique, misalignment insertion, and/or excessive force used for prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-2658tr knotless distal clavicle plate button tightrope encountered an issue during use. After drilling superior/inferior through the clavicle plate, clavicle, and coracoid using a 3.7 mm drill pin, an intraoperative x-ray revealed that the button had detached from the inserter and was located between the clavicle and coracoid. The surgeon retrieved the button within approximately two minutes. The surgeon attempted to rethread the button onto the inserter but was unable to engage the threads. Upon inspection, the threaded stylet did not protrude far enough to thread into the button properly. As a result, the procedure continued without significant delay, and the faulty implant was discarded and replaced with a new ar-2658tr device. The replacement implant was successfully deployed beneath the coracoid, achieving adequate reduction of the ac joint. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 07/30/2025: this occurred during a clavical orif with ac joint reduction on (B)(6) 2025. The bone quality was assessed as good. No photos or videos were taken of the event.